Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: only the stent implant was returned for analysis. It was confirmed by the account that the stent was pulled off after the procedure. The reported material deformation was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The reported kink was unable to be confirmed as only the stent was returned. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use, states: should unusual resistance be felt at any time when withdrawing the stent towards the guide catheter, the stent delivery system and the guide catheter should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent deliver system was advanced, resistance was met with the heavily tortuous and heavily calcified anatomy resulting in the reported failure to advance. Force applied during the attempts to cross resulted in the reported shaft kink. As the device was attempted to be remove resistance with the heavily tortuous and heavily calcified anatomy resulted in the reported difficult to remove. Great force applied resulted in the reported/noted stent damages (stretched, crushed). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified lesion in the mid left anterior descending artery. A 2.75x38mm xience xpedition stent delivery system (sds) failed to cross the lesion even after several attempts. During the attempts to cross force was applied and the distal shaft kinked. Resistance removing the sds was felt with the anatomy; great force was applied and the stent was removed stretched. The procedure was successfully completed with a 2.75x33mm xience xpedition. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.